Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the tubing broke apart from the piece that connected to the site twice and once it got disconnected from the t:lock. At the time of these three events, patient's blood glucose level was 230 mg/dl, 185 mg/dl and 210mg/dl, respectively. The patient did not notice any damage when the package was first opened. No further information available.